Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.7, g.3.

Event description:
Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 01/30/2004. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "rupture" and "patient¿s concern with the product." Healthcare professional additionally reported "moderate loss of nipple sensation." Device remains implanted.